Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of rv oversensing were observed. St. Jude medical representative suspects that lead had contact. The patient has epicardial rv lead from medtronic. Physician decided to monitor the patient. Patient was scheduled for follow-up in few months.